Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) recently received multiple bursts of inappropriate anti-tachycardia pacing (atp) during two episodes of atrial arrhythmias with 1:1 ventricular conduction. Boston scientific technical services (ts) was contacted for potential reprogramming options, and it was discussed that the atp bursts were delivered due to the device's programmed rhythmmatch score, and this could be resolved by decreasing this programmed setting. Additionally, ts noted that there have been other issues noted with this system that occurred in (B)(6) 2025, such as high, out-of-range right ventricular (rv) lead shock impedance measurements (greater than 3,000 ohms), as well as further inappropriate atp due to minute ventilation (mv) oversensing. The patient had been hospitalized with therapy disabled for five days. Potential further troubleshooting of the lead integrity was mentioned, if physician would like to continue utilizing the mv feature. Exercise testing was also recommended to assess the device performance at elevated rates. The physician is continuing with remote monitoring and a follow-up appointment has been scheduled to replace the system. At this time, this crt-d system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) recently received multiple bursts of inappropriate anti-tachycardia pacing (atp) during two episodes of atrial arrhythmias with 1:1 ventricular conduction. Boston scientific technical services (ts) was contacted for potential reprogramming options, and it was discussed that the atp bursts were delivered due to the device's programmed rhythmmatch score, and this could be resolved by decreasing this programmed setting. Additionally, ts noted that there have been other issues noted with this system that occurred in (B)(6) 2025, such as high, out-of-range right ventricular (rv) lead shock impedance measurements (greater than 3,000 ohms), as well as further inappropriate atp due to minute ventilation (mv) oversensing. The patient had been hospitalized with therapy disabled for five days. Potential further troubleshooting of the lead integrity was mentioned, if physician would like to continue utilizing the mv feature. Exercise testing was also recommended to assess the device performance at elevated rates. At this time, this crt-d system remains implanted and in-service. No additional adverse patient effects were reported.